Event description:
Customer reports that an 11.5 fr x 19.5 catheter was placed and the catheter became dislodged from suture wings. Photo sent. Customer reports that there were no complications during insertion and found to be in good position from x-ray. The pt was started on continuous veno-venous hemofiltration using a prisma dialysis machine, with no technical difficulties and pt's condition stabilized. One day after insertion the dialayis catheter allegedly separated from the mounting that was sutured to the skin and the pt lost 300 ml's of blood, in the dialysis circuit. A new dialysis line was inserted. Over the next few days the pt's condition deteriorated necessitating two further laparotomies and the formation of a defunctioning loop ileostomy. The visible bowel became necrotic and there was a further decline in condition. The pt died six days after admission to the unit.